Manufacturer narrative:
D10: concomitants: 02-010-04-0230 - logic cr femoral por, left, sz 3: (B)(6), 02-010-04-0330 - logic cr femoral por, right, sz 3: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: (B)(6), 02-012-48-3009 - logic cr tib insert slope+, sz 3, 9mm: (B)(6), 02-012-48-3009 - logic cr tib insert slope+, sz 3, 9mm: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a right knee implanted in (B)(6) 2017, was scheduled for a revision procedure which was subsequently cancelled due to the patient had a chest infection. Reason for the revision is unknown. No x-rays were provided. No further information.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation- (remains implanted); further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11 should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.